Manufacturer narrative:
(B)(6). The lot was manufactured between february 16, 2017 ¿ february 17, 2017. The device was received for evaluation. A visual inspection was performed and it was noted that fluid was inside the housing which is indicative of a leak. A function leak test was performed and it was noted that a leak was observed at the volume indicator port located inside the device housing. The reported condition was verified. The cause of the reported condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a single day infusor was leaking from an unspecified location. The leak was identified during patient infusion of lidocaine and epinephrine. There was no patient injury or medical intervention associated with this event. No additional information is available.